Manufacturer narrative:
Other, other text: d3, g1, and g2 email is: regulatory.responses@icumed.com. D4: UDI section, d10, h3 and h6 - evaluation codes updated. Device evaluation: one device was returned for investigation. Visual inspection noted the device had scratches on the front cover, pole clamp has gouges in it, water tank cover cracked on all four corners, quick connect corroded, line cord was discolored and worn. Functional testing confirmed the complaint. The water tank cover was leaking. Root cause of the leak was attributed to the cracked water tank cover. What caused this condition could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced water tank cover, front cover, line cord, quick connect, pole clamp. Performed preventative maintenance. Changed o-rings and reservoir gasket. Device passed functional testing after the completed repairs.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the warmer was leaking form the reservoir. Patient involvement is unknown.